Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating while the pump was charging using a non-tandem provided usb cable and wall adapter. The customer's blood glucose (bg) was 178 mg/dl. Reportedly, the customer replaced the usb cable and wall adapter and did not experience further issues with the battery gauge.